Event description:
The patient experienced a return of tremors on (B) (6) 2010. She fell on (B) (6) 2010 and hit her head. She had some bleeding in her head and was admitted to the hospital. Her device must have turned off some time at the hospital. Her device needs to be reprogrammed. Additional information has been requested.

Manufacturer narrative:
(B) (4).